Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported incident could not conclusively be determined but could be as a result of the device being too small for the defect.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2023. It was reported to be no difficulty in implanting the device. A stability check was performed prior to release. During implant the right disc of the device migrated into the patent foramen ovale (pfo). It was observed that the right disc left the rim and shifted into the tunnel. The device remained implanted in the patient. The patient rhythm maintained sinus rhythm throughout the procedure. The pfo defect remained unclosed. The operator believes the migration was due to the device being too small. It was reported that an additional 25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2023. The device was chosen to treat the pfo due to the configuration of 25mm of both the right and left atrial discs. The device was implanted successfully. The leak was noted to be closed. There were no clinical signs during or after this event. Both devices are presently implanted in the patient. The patient status was noted as stable.